Event description:
Per the clinic, the patient developed an infection at the implant site and was hospitalized for 2 days (specific date not reported). The patient was treated with IV antibiotics for 2 days and oral antibiotics for 10 days. The infection has resolved and the patient has been cleared to proceed with implant activation.

Event description:
Per the clinic, the patient developed a recurring infection at implant site and the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.